Event description:
The products were implanted to the patient on (B)(6) 2013. The x-ray exam for follow-up was conducted on (B)(6) 2014 and then it was found that two mountaineer screws had been broken. As of today, the removal surgery is not scheduled and the products are still in the patient¿s body. Therefore, the samples will not be returned. There was no surgical delay reported. The following mfg medwatch reports are being filed for the two broken screws: mfg medwatch report no. 1526439-2014-11476; 1526439-2014-11477.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted in patient.

Manufacturer narrative:
The mountaineer m/l screw 3.5 x 22mm was not returned for evaluation as it remains implanted. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month trend analysis found no emerging trends. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.